Event description:
As reported by the (B)(4) study, a patient experienced hypoperfusion during the index procedure. At the time of the index procedure, angiography revealed 99% stenosis of the distal right coronary artery (rca). The indication for the procedure was unstable angina pectoris, non-st segment elevation with acute coronary syndrome. The targeted lesion was described as 20mm in length, class c, anatomically complex, de novo and proximal. The reference vessel was 2.5 in diameter, definite thrombosis present prior to pci with a timi flow of three. The lesion was pre-dilated with a 2.0 x 8mm balloon at 14atm and a 2.5 x 13mm cypher rx was implanted at 11atm. There was 0% residual and there was no post dilation. An additional 2.25 x 8mm cypher rx at 14atm was also implanted to the distal rca due to initial stent not fully covering. The second study stent was deployed overlapping and distal from the initial stent to fully cover the lesion. The stent was post dilated due to insufficient flow with a 8.0 x 2.75mm balloon at 14atm. The right posterior descending artery (p-rda) was described at 8mm in length, de novo and mid. The reference vessel was 2.25 in diameter. The non-targeted lesion was treated with a balloon angioplasty due to stenosis. Stent was not used and there was a 10% residual stenosis. There were no procedural complications and the patient was discharged the next day.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.